Event description:
It was reported the subject device front control panel was unable to be used during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the printed circuit board (cr board), prevented the device from starting up properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.